Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst reviewed svt episodes; high rate timeout was turned off; device not programmed to deliver therapy for the detected rhythm. (B)(4).

Event description:
It was reported that the patient was in and out of ventricular tachycardia (vt) for approximately two days. The patient was noted to have experienced "pounding" during this time. The patient was noted to be in a slow vt episode and the device wavelet withheld treatment, but the physician desired that it be treated. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.